Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon length was identified as being too long. While inflating the 3.50x15mm apex balloon within an unk stent, to 18 atm and then 21 atm, the balloon showed a lot of overhang past the markers. No pt complications were reported. Pt status reported as "stable". Additional info was requested but not provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).